Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the needle plunger, anterior needle, anterior cuff, and link were not returned with the device, which limited the scope of the evaluation. The posterior cuff successfully captured the needle during needle deployment; however, the link broke at the swage end of the posterior cuff during the needle plunger removal. A link break during needle plunger retraction would subsequently result in a failure to retrieve the suture and this could appear very similar to the reported suture break. During lab testing, a proxy needle plunger was inserted resulting in successful needle plunger retraction without any resistance that could contribute to a link break. Additionally, the suture was pulled out from the device without any observable resistance to suggest a suture drag might have been occurred that could result in a link break at the posterior cuff during needle plunger retraction. Based on the investigation findings, the root cause for the link broke at the posterior cuff could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.